Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that two ar-2924bch implants broke on insertion during a hip scope with a labral repair. The first implant broke on insertion. All was retrieved. A second implant was used in the same location and implanted fine. A third implant was used during this procedure but also broke during insertion. The top part broke off and it was retrieved. The remainder of the anchor stayed seated and the surgeon determined it had sufficient fixation therefore he elected to leave it in the patient. The procedure was completed with no further issues. The patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.